Event description:
It was reported that during the explant of the right ventricular (rv) lead, this right atrial (ra) lead exhibited an increase on the pacing thresholds. The right atrial (ra) lead remains in service. No adverse patient effects were reported. Additional information was received indicating that this lead was explanted and replaced due to a dislodgement caused by twiddler's syndrome. No additional adverse patient effects were reported.